Event description:
It was reported that during a coronary artery drug eluting treatment procedure stent damage occured. The physician attempted to treat a 90% stenosed, calcified, moderately tortuous distal rca (right coronary artery) lesion with a taxus express2 3.0x24mm drug eluting stent. The stent was unable to cross the lesion. The physician noted after removing the sds (stent delivery system) from the patient that there was stent damage. The procedure was completed with a different unspecified stent. There were no patient complications or injuries reported. Patient condition reported as "good".

Manufacturer narrative:
A unit has not been returned for analysis therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this event is that of operational context.